Event description:
It is reported that the surgeon tried to insert the screw, but was unable to get purchase. A new screw was opened and implanted with no issues.

Manufacturer narrative:
This report will be amended when our investigation is complete.